Event description:
Per the clinic, the patient developed meningities (date not reported), subsequent to experiencing a gusher during surgery (date not reported)additional information has been requested but has not been made available as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
Corrections: the date of event is (B)(6) 2013 (specific date not reported); not december 18, 2014, as previously reported. The date of this report is december 24, 2014; not december 18, 2014, as previously reported. The model # is ci422; not ci24re(ca) as previously reported. The serial # is (B)(4); not 1020051255348 as previously reported. The implanted date is (B)(6) 2013; not june 7, 2012, as previously reported. This report is filed january 23, 2015. Implanted device remains.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis. Patient medical history: etiology of deafness - x-linked deafness, consanguineous parents and family history. The patient has dilated vestibules, dysplastic cochlea (small 2nd and 3rd turns), and patent fundus. Cochlear implant surgery on (B)(6) 2013: patient received peri operative antibiotics - IV augmentin. No surgical complications were reported. The patient experienced moderate gusher at surgery. It was also reported that the patient has pe tubes. Csf leak due to cochlear implantation and congenital abnormality. Current meningitis episode: patient experienced post op nasal csf leak , and was hospitalised until (B)(6) 2013. The patient was treated with 14 days of IV ceftriaxone. The patient was re-admitted to hospital on (B)(6) 2013, due to nasal csf leak and febrile vomiting. The patient underwent additional surgery on (B)(6) 2013 for endaural obliteration of middle ear and eustachian tube for tamponade of csf leak and prevention of csf rhinorrhea. Organism culture from lumbar puncture - streptococcus pneumoniae. This report is filed (B)(6) 2015. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.